Event description:
It was reported that the patient felt a shocking sensation that started the week prior. The shocking occurred when he turned his head to the left and was felt behind his ear. There were no falls at home; the patient reported his ¿pillows at home are a little high.¿ it was also noted that impedances on electrode combination 0/3 were greater than 2000 ohms. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v038036, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v038036, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).